Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failures found. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: the procedure was an electrode placement procedure. There was a delay of one hour. The site continued the case with a different navigation system.

Manufacturer narrative:
Patient information was not available on the date of filing. No components were returned to the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a procedure the site had trouble with both of their systems. This system became unresponsive every time they loaded a disc. Before more information was gathered they were able to get the other system working and ended the call. No other details were gathered. There was no reported impact on patient outcome.